Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for other indications and while hospitalized the patient developed peritonitis. The breach in aseptic technique was further described as caused by the hospital nurses; specifically, the hospital nurses were not proficient in performing pd therapy and a breach in aseptic technique most likely occurred. The patient was treated with unknown intravenous antibiotics. Action taken with pd therapy was not reported. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.